Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On 05/03/2007 the patient stated that his infusion device has been alarming e4 (occlusion) causing elevated blood glucose. He stated that his blood glucose elevated to 20 mmol/l (360 mg/dl) and he experienced headaches and frequent urination. His normal blood glucose range is 5-7 mmol/l (90-126 mg/dl). The patient stated that the occlusions occurred every night between 3am and 4am while trying to bolus. He stated that he changed the battery, insulin cartridge, adapter, and infusion set and the error continues to recurr. The patient spoke with his diabetic nurse and she suggested that he switch to his backup infusion device. After the patient switched to his backup infusion device, his blood glucose returned to normal. The patient was unable to troubleshoot during the initial report and he called back five days later. The error was not reproduced during troubleshooting. The patient stated that the rubber stopper of the insulin cartridge he was using at the time of the occlusion looked "twisted." He stated that he attempted to manually push the rubber stopper with a pen, but this did not correct the issue. The patient was advised that the insulin cartridge could have been the cause of the occlusion errors. The patient inserted his insulin cartridge and accessories into his primary infusion device and was able to bolus successfully. Upon follow up, the patient stated that he has not experienced any additional occlusion alarms and his blood glucose has returned to normal. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.